Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and the lasso loop was stuck inside the sheath. Sheath had some damage on the distal end. Ring #1 of lasso catheter was found damaged on proximal side. Furthermore, lasso loop had the spine cover twisted at transition to the lumen. Then per the reported event, the catheter was withdrawn from the sheath without any resistance. Catheter was reinserted and device moved through the sheath accordingly. In addition, the catheter ods were measured and catheter was within specifications. However, due to the ring damage, an internal corrective action has been created to address this issue. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that at the end of an a-fib procedure, the catheter was stuck in the sheath. The catheter was retracted to a safe point in the sheath but could not be retracted further. The entire unit both sheath and catheter were removed from the patient safely. The sheath was a st jude fast dash catheter 8 french, 90 degree angle and 60 centimeters (competitor¿s sheath). The customer does not want a replacement catheter. The device will be returned for analysis. The product was received in the lab on (B)(4) 2013 and it was found that the lasso catheter had a ring damaged making this event reportable. Awareness date changed to (B)(4) 2013 due to catheter received condition.